Event description:
Patient had a massage done. The massage session included the area of the ipg (neurostimulator) and tined lead insertion site. Patient was not receiving effective therapy. X-rays were performed and results show the lead had migrated inward. The patient decided to have the system explanted due to recovery time for a lead revision surgery.